Event description:
Procedure type: hysterectomy. According to the reporter: the needle broke during toggle. The doctor used another device and was able to continue the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).